Manufacturer narrative:
The tenaculum forceps has been returned and evaluated by the failure analysis team. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the tenaculum forceps (part 470207-10/n10190403 0110) associated with this event has been performed. Per logs, the tenaculum forceps was last used on 22-dec-2020 on system sk0916, with 8 lives remaining. This complaint is a reportable event based on the following information: failure analysis identified a broken pitch cable. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no patient injury, if this event were to recur, it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 2nd usage and, therefore, had not expired. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tenaculum forceps instrument had a broken cable. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: a2, a3, and a4. Updated information can be found in the following fields: g3, g6, h2, h6, and h10. Intuitive surgical, inc. (Isi) received a response to follow-up attempts and obtained the patient demographics information. No further details have been obtained as of the date of this report.